Manufacturer narrative:
(B) (4). The device was returned to medtronic for evaluation. Visual examination confirmed the eyelet post was sheared off, consistent with over-torque. A review of the device history records found no documentation to indicate a non-conformance to specification.

Event description:
It was reported that during a procedure for c5-7 posterior cervical fusion, the crosslink center locknut was broken off during tightening. There were no pt complications.